Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. It was noted that the molded insulator on one of the grips broke, causing the grip to detach.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, one of the jaws of the force bipolar instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was inspected prior to use and found to have slightly misaligned jaws, but the surgeon opted to use it, which lead to a fragment falling issue during a procedure while grasping and pulling kidney tissue. The surgeon believes the initial condition of the blades worsened with use, causing the breakage about half an hour into the procedure. No functionality issues or collisions with other instruments or hard materials were noticed during the surgery. The fragment fell without an instrument tip/accessory collision and was not removed before the breakage. Upon final removal, the wrist was straightened, no resistance was felt, and no damage to the cannula or instrument was observed. The fragment was retrieved with a laparoscopic grasper, and its retrieval was confirmed by visual inspection; no additional surgical procedure was required. The procedure was completed robotically, and the patient has not returned to the hospital due to post-surgical complications. The instrument and fragment are available for return for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 17.53 mm x 4.62 mm and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. Additional observation(s) not reported by site: the instrument was found to have a detached fragment which was returned with the instrument. The fragment was measuring 17. 53 mm x 4.62 mm. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.